Event description:
The pt, a brittle iddm, had been obtaining low results (21-70 mg/dl) on his one touchbasic meter over the first part of november. He contacted his physician on 11/8/ and was advised to cease his insulin intake. He continued to obtain low meter results until 11/11 when he became combative and was transported to the ER. Upon arrival, a blood glucose result of 712 mg/dl was obtained. He was admitted, rec'd unk treatment and released on 11/14. When the pt arrived home, he reportedly found a part that came loose inside his meter, soldered it back together and stated the meter is working fine. The meter is cleaned infrequently and quality control tests designed to detect potentially inaccurate results are not performed. A check strip test performed on 11/14 was 73 ok within the labeled range of 68-92.